Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a fluid leak was observed during priming with a prisma flex m100 set. The connector was wrapped and treatment was continued until an external blood leak was observed. The blood leak was observed at the return line luer connector. The blood loss was reported as ¿about¿ 20-30 mls. It was reported the customer did not see any defect on the connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported during follow up that a little bit of fluid leakage was observed during priming. The user wrapped the connector and continued the treatment until the blood leakage occurred. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided pictures did not allow identifying any specific defect on the impacted set. The instruction for use (IFU) states that: ¿if leakage cannot be stopped by tightening the connections, replace the set¿. The set was, however, not replaced as instructed in the IFU and an external blood leak occurred when the set was used during treatment. Should additional relevant information become available, a supplemental report will be submitted.